Event description:
It was reported that the external pulse generator (epg) would turn on but shortly after the display screen would go blank. The epg was retired for service. There was no patient involvement.